Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead dislodged due to the patient not wearing a sling post-implant as instructed. The lead was explanted and replaced without complication after repositioning was unsuccessful. The patient will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomaly was found.